Manufacturer narrative:
The following devices were also listed in this report: scorpio fem ps pa size 7 lft; cat# 715207l; lot# unknown. Series 7000 standard tibia; cat# 7115-0007; lot# unknown. Unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient reported she had bilateral knee surgery in (B)(6) 2007. The patient developed drainage due to infection and had to go back in and have the components removed. Ultimately resulted in explant of all devices and spacer put in on (B)(6). This pi accounts for the removal of all devices (B)(6) 2015 due to infection.

Manufacturer narrative:
An event regarding a revision due to an alleged infection involving a scorpio insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: patient medical records were reviewed by a clinical consultant on 2-feb-2016. The clinical consultant noted the patient¿s surgeon diagnosed an infection and that the surgeon performed revision surgery, removing the infected left knee on (B)(6) 2015. Device history review: could not be performed as the lot # is unknown. Complaint history review: not performed as the lot # is unknown. Conclusions: patient medical records were reviewed by a clinical consultant on 2-feb-2016. The clinical consultant noted the patient¿s surgeon diagnosed an infection and that the surgeon performed revision surgery, removing the infected left knee on (B)(6) 2015. Review of patient medical records indicated the patient underwent revision surgery on (B)(6) 2015 for an infected left tka. The surgery was described as an uncomplicated resection arthroplasty, with antibiotic and using a non-biologic spacer. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient reported she had bilateral knee surgery in (B)(6) of 2007. The patient developed drainage due to infection and had to go back in and have the components removed. Ultimately resulted in explant of all devices and spacer put in on (B)(6). This pi accounts for the removal of all devices (B)(6) 2015 due to infection.